Event description:
During holmium laser vaporization of the prostate the laser fiber tip separated from the body of the fiber shortly after start. The laser shut off immediately and the tip was successfully removed by the physician. The procedure was then completed with a new fiber tip without adverse outcome. The laser was operated by a tech from surgical laser solutions company, and was retained by the same tech.